Manufacturer narrative:
Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the available battery trend data showed a battery voltage drop followed by temporary recovery of the battery voltage back to normal values. An inconsistency of charge taken from the battery and the battery voltage was identified and a premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
After an implantation period of approx. 41 months, it was reported that the device shows the eri status. The device was explanted. An explant date was not provided. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.